Event description:
The pt was reportedly implanted with an unspecified manufacturer's "pelvic mesh product" to treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this/these product(s) being implanted in the pt, the pt has experienced pain, injury and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Product name not known due to the product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant. Surgeon name not provided by the complainant. Implant date not provided by the complainant; 510(k) unk as product was unspecified by the complainant. Product manufacture date unk as lot number not provided by the complainant. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified manufacturer's "pelvic mesh product" performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.